Manufacturer narrative:
A device history record review could not be performed in that no specific product was identified. No product was returned. However, the pumps operators manual states system delivery accuracy of the cadd-ms3 pump is 3%. System delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon medication viscosity, catheter size, and extension set tubing. In addition, the pump will alarm and display a cartridge volume low message when the syringe volume is low, this is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. The device in question would need to be returned for functional and delivery accuracy tests. There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that every time the pump was used an alarm occurred. The cartridge volume was low with 0.6 milliliters of medication left in the cartridge. A replacement was sent. No patient injury was reported.